Manufacturer narrative:
The filed service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the vacuum pump was defective and was causing the leak. The fse replaced the vacuum pump, which repaired the leak. The repairs were verified by established procedures. (B)(4).

Event description:
The customer reported a bloody leak from the aspiration probe of the coulter act diff 2 analyzer. The volume of the leak was about 2 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.